Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), induction testing was performed and noted that the device was unsuccessful in converting the patient at 70 joules, however, an 80 joule shock successfully converted the patient. Additionally, review of the induction episode noted a potential delay in detection. Boston scientific technical services (ts) reviewed and discussed that the perceived delay was likely due to the blanking period post shock and the device being seeded with a slow detection profile post shock and varying amplitudes of signals. Based upon those factors together, may cause a delay in the signals meeting device detection. A post implant chest x-ray was taken and review of the device position was felt to not be placed posterior enough. An invasive procedure was performed one day post implant. The device was successfully repositioned and was successful in converting the patient at 65 joules. No additional adverse patient effects were reported. This product remains implanted and in service.